Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic adjustable band procedure, when attempting to put band through b15lt trocar, the band got caught in trocar. The surgeon attempted to remove band and was finally able to remove it. The surgeon placed band around stomach and noticed the balloon was torn. He removed the band and replaced it with a new one. The procedure completed as normal. No patient consequence.